Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced recurrent sling erosion, feeling the tape and her spouse complained of an abrasion to the penis. As excision of a small portion of mesh was performed and later an extensive removal of the eroded mesh in multiple areas was also performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.